Manufacturer narrative:
The patient died three days post procedure on the (B)(6) due to natural causes, not two days as previously reported.

Manufacturer narrative:
Image review: images confirm the calcified nature of the vessels. The target lesions in the lad and diagonal were tight stenotic lesions. There was diffuse calcification throughout the lad and diagonals. The target lesion in the lad was pre-dilated and a waist was clearly evident on the proximal working length of the balloon. It was not possible to fully release the lesion during pre-dilation activities with the nc euphora balloon. A shorter non-medtronic balloon was used for further pre-dilatation. Angiographic images post pre-dilatation activities confirmed the presence of a dissection in the mlad vessel. It is not possible to see the dislodgement of the stents occurring but these stents were subsequently crushed within the vessel. This was followed by the deployment of stents in the mlad and in the diagonal. Followed by post dilatation of the newly deployed stents, resulting is a successful outcome with clear vessel patency and no evidence of residual dissections. Ivus imaging was used to visualize the vessel morphology confirming the diffuse calcification and to search for the dislodged stents. The laser atherectomy catheter was used to prepare the vessel for stent delivery and lesion treatment.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to treat a severely calcified and moderately tortuous mid lad / diagonal bifurcation lesion exhibiting 90% stenosis. Extreme calcification was present at the distal lm/prox lad. During the procedure, the physician considered roto, then opted to pre-dilate the lad with an nc euphora balloon which revealed a tight waist in lesion, which was unresolved by pre-dilation. The physician attempted to use a non-mdt balloon but this also could not resolve the tight waist in lesion. The physician proceeded to laser the lad and diagonal lesion. Successful laser allowed for optimal pre-dilation of both lesions without waist. A 2.25 x 14mm resolute integrity drug eluting stent was advanced to the diagonal. The lad was wired and another nc euphora was passed into the diagonal. The physician determined that the 14mm stent was too long so replaced it with a 2.25x12mm resolute integrity stent. The 2.25x12mm resolute integrity encountered resistance where the proximal wires were crossed in the distal lm/prox lad. When the physician retracted the sds it was noted that the stent was missing and it could not be seen on fluoroscopy. The physician proceeded to stent the lad and search later for the dislodged stent. A 2.25x22mm resolute integrity drug eluting stent was inserted but also met with resistance at the same location where the wires had crossed. When retracted it was noticed that the stent had also dislodged. Ivus and stent boost were used to try to locate the two dislodged stents. A 3.5x15mm nc euphora balloon was used to crush the two stents into the vessel wall where they were located where the wires crossed at the distal lm/prox lad. The physician removed one of the wires and treated each lesion individually with successful outcomes in both. The physician assessed that the extreme calcification was at fault. Both dislodged devices were inspected prior to use and negative prep performed with no issues noted. No damage was noted to the packaging of the devices, or issues removing them from the hoop/tray. The patient died two days post procedure on the 17th of september due to natural causes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.